Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had peritonitis. In an additional follow-up call, another pd nurse familiar with the patient confirmed the patient had peritonitis. The nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient went to the emergency room (ER) and was given a dose of vancomycin intra-peritoneal (ip). The nurse stated the patient was not admitted to the hospital and was sent home the same day. Subsequently, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse stated the pd culture generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (2 grams). The patient continues pd therapy with the same cycler and is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with devices or products in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.